Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keypad was very hard to press and it takes long time to react. The customer¿s blood glucose level was unknown. Customer stated that the numbers are not ramping on their own and the scroll bar was not moving with no input. Customer stated that all button was unresponsive. Customer stated the insulin pump was neither dropped nor exposed to moisture and block mode was inactive. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated the button does not respond. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.